Event description:
The trial liners are damaged. Update may 21, 2015. Upon product evaluation one trial was found with the c-clip and screw broke out of the trial cup. One trial was found to have a chip out of the perimeter of the trial cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned trial liners confirmed that one trial was found with the c-clip and screw broke out of the trial cup. And one trial was found to have a chip out of the perimeter of the trial cup. For the c-clip screw failure mode previous investigations found the user over-tightening the threaded insert during use and intentionally disassembling the snap ring from the screw for surgical preference or cleaning are suspected root causes. (B)(4) was conducted in (B)(6) 2011. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. All subsequent complaints regarding failures within the pinnacle trial liner product family will be monitored under post market surveillance (B)(4). For the failure mode of the chip out of the material of the perimeter, the cause is due to misuse. No corrective action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.